Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "system error 6" could not be confirmed. The root cause of the reported complaint is undetermined. Teleflex will continue to monitor for trends.

Event description:
It was reported via a hot line call. The perfusionist was calling the clinical support specialist (css) initially because the patient was on the pump and they have been getting "system error 6 messages. The pump never stopped pumping, however the perfusionist decided to switch to another pump sn (B)(4). The css stated that she would have field service contact the perfusionist to discuss. The perfusionist had no further questions for the css.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call. The perfusionist was calling the clinical support specialist (css) initially because the patient was on the pump and they have been getting "system error 6 messages. The pump never stopped pumping, however the perfusionist decided to switch to another pump sn (B)(4). The css stated that she would have field service contact the perfusionist to discuss. The perfusionist had no further questions for the css.